Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309101, lot# 50968818, (B)(6) 2016-, product type: screening device. Product ID: 305901, lot# 50964621, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a trial patient. It was reported that the patient returned to the physician office after lead removal complaining of discomfort at the lead implant sites. There was a possible reaction to the dressings or tincture benzoin. The patient was assessed at the physician office and was put on topical and benadryl along with antibiotic. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.